Event description:
It was reported that a homechoice device experienced an unspecified failure. It was unknown if the patient was involved. It was not specified if this occurred during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date - jun 2013. The device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history record review revealed no issues that could have caused or contributed to the reported issue. Visual inspection and functional tests were performed with no issues noted. The reported condition of an "unspecified failure" was not confirmed as the device met all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.